Event description:
Patient felt like "baby was kicking" her at her device site. She visited her physician to see if the device was working. Pt received an x-ray and it appears that the leads are kinked at the implant site. No impedance check was performed. Patient went in for xray, and the leads are kinked. Patient will need a revision. Patient will have leads replaced on (B)(6) 2024.